Manufacturer narrative:
Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanism of the development of heart block after tavr and surgical avr are well documented and described in literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop post operative heart block, potentially requiring a permanent pacemaker. This event is not a manufacturing related issue. A definitive root cause cannot be determine. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference report number: 2015691-2017-00590.

Event description:
Edwards received information through a presentation of a comparative study: ¿rapid deployment aortic valve replacement via partial sternotomy: a reasonable option in times of tavi?¿ a comparison between a group of 235 isolated avr-patients supplied with edwards pericardial valves (ep) between aug 2009 and may 2013 and a group of 74 patients supplied with intuity elite valves (IV) between feb 2015 and aug 2016. Within the study there was 11 implantations of permanent pacemaker in the ep group.